Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the pump was in good condition. No apparent contamination. Customer?s reported issue was not duplicated. Battery communication timeout in event history log. The root cause of the reported issues was not determined. Battery was almost three years old. Actions taken to mitigate the reported issue: replaced battery as preventive measure.

Event description:
It was reported that device is not recognizing battery and has blank history. No patient injury reported.